Event description:
A (B)(6) male pt contact zoll customer support to report that his charger was not working and not charging his batteries. There were no indicator lights illuminated. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not working / no lights) has been confirmed. Upon evaluation, there was corrosion on the battery charger connector. The cause of the inability to charge batteries and lack of lights is the inability to power on properly. The cause of the inability to power on properly is the corroded connector. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the corroded connector. The pt received a replacement battery charger.